Event description:
Procedure: laparoscopic sigmoidectomy. According to the reporter surgeon had difficulty inflating the balloon. The air was insufflated only 2-3 c, the device was replaced. Procedure was completed with another device without further incident. No patient harm. Operating time not extended. The device was discarded.

Manufacturer narrative:
(B)(4).